Manufacturer narrative:
The insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk noted. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker found during failure analysis.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer's mother stated the drive support cap on the insulin pump was sticking out. Customer's blood glucose was unknown. The customer's mother could not recall how the damage occurred on the insulin pump. It was found the customer pressed the cap back in previously. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.